Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examining the implantable cardioverter defibrillator, it was discovered that the device exhibited a vibratory alert anomaly. The patient and clinician were unable to feel the device vibrate. The patient notified the clinician that he had an MRI in the fall of 2019. No changes were made to the device at this time and the patient was set up for remote device monitoring. The patient was in stable condition throughout the event.